Event description:
The manufacturer received explanted devices with no paperwork indicating reason for explant. Upon investigation of the device registration system, it was learned the pt had expired. Further investigation was attempted, but the hcp was unable to provide any further info on the cause of death.

Manufacturer narrative:
Final device analysis results reveal-no anomaly found. Normal device function.